Manufacturer narrative:
Block h6: device code a0401is being used to capture the reportable event of suture break.

Event description:
It was reported to boston scientific corporation that an overstitch 2-0 polypropylene suture was used during an endoscopic sleeve gastroplasty (esg) procedure on (B)(6) 2026. During the procedure, the suture broke. The procedure was completed with an alternate device. There was no patient complications reported as a result of this event.